Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 20 mmol/l (360 mg/dl) and that the cannula was bent. The patient administered a correction bolus of 4.8 units of insulin, which lowered the patient's bg levels to 17 mmol/l (306 mg/dl). It was also noticed that there was insulin leaking and blood noted at the site. The site was red and irritated. The pod was worn between 4 and 24 hours on the arm.